Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of asdxs0143 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the tubing broke at the distal hub on the safestep needle. A new device was used.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed. The product returned for evaluation was one 20ga x 0.75¿ safestep safety infusion set. Usage residues were observed throughout the sample and the safety mechanism was engaged. The sample was received in two segments which shared a complete break at the luer/tubing joint. Microscopic inspection of the break site revealed a dully granular fracture surface. Beach marks and radiating tear marks were observed throughout the fracture surface. Deformation and discoloration were observed in the vicinity of the break. The fracture features were consistent with material fatigue caused by repetitive torsional (twisting) stress. It appeared that device access and maintenance techniques may have contributed. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that the tubing broke at the distal hub on the safestep needle. A new device was used.